Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was retrieving to the setup mode. The pt tests her blood glucose 5 times a day. She typically tests before meals and at bedtime. She takes 4 units of apidra insulin before breakfast and lunch, and 5 units before dinner. She also takes set doses of 4 units levemir insulin in the morning (8:00 am) and evening (8:00 pm). The pt indicated that the alleged meter issue started at 10:00 pm before bedtime. She noticed a battery symbol on the meter's display and therefore replaced the battery. After doing so, the pt did not know how to get out of the meter's setup mode to perform a blood glucose test. According to the owner's manual, the meter's date/time might need to be updated if the battery is replaced. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt ate dinner that evening as usual and took her medications as prescribed. During the middle of the night, the pt reportedly developed symptoms of sweating profusely. The pt explained that she had to change her pajamas due to the sweat. She administered self-care by eating a cracker with cheese. The self-treatment reportedly helped to relieve her symptoms. She denied seeking or receiving medical intervention from a health care provider. The pt mentioned that she typically takes a snack before bedtime if her pre-bedtime reading is relatively low. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with sever hypoglycemia after the alleged meter issue began.